Event description:
It was reported that the patient experienced a clot. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the faradrive steerable sheath was inserted into the patient's right atrium for a transeptal procedure, while on intracardiac echocardiography (ice), the physician noticed a clot at the tip of the dilator. The physician withdrew the wire, dilator and sheath. No ablation had been performed at the time of the clot being noticed. The sheath was replaced, and the procedure was completed. Additionally, the activated clot time (act) was above 300. No patient complications other the clot observed. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.